Event description:
It was reported that ventricular assist device (vad) exhibited above normal power consumption, high watt alarms and electrical fault alarms. The patient was stable at time of admission. It was noted the internal vad driveline wires were twisted with no clear indication of damage that would cause the alarms. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two controllers and a battery were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Updated section: - b5 desc evt problem product event summary: ventricular assist device (vad) (B)(6), two (2) controllers (con412366, con412380), and one battery bat939477 were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of bat939477 revealed that the battery passed visual examination. Functional testing of bat939477 revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. The observed abnormal battery rsoc event is an additional finding not related to the reported event and can be attributed to an estimation error. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of con412366 revealed contamination within the driveline connector and both power ports. Additionally, visual inspection revealed that the serial cap was missing. Visual inspection of con412380 revealed contamination within the driveline connector and both power ports. Of note, despite the observed contamination, no alarms were triggered during functional testing of the controllers. The observed contamination and missing serial cap are additional findings not related to the reported event, likely due to the handling of the devices. Failure analysis of the returned pump revealed that the device passed visual examination; no anomalies were observed with the attached segment of the driveline cable. Internal pathological report revealed no evidence of thrombus within the device. Additionally, visual evidence provided by the site revealed damage to a previous sheath repair. Post-explant functional analysis revealed that the pump hw34578 deviated from pre-implant requirements, with power average consumption above 2.03 watts. Additionally, functional testing revealed a power shift condition. A review of manufacturing records of hw34578 did not reveal any deviations from specifications, power average consumption, or power shift events. Given that the pump met specifications prior to release, these deviations observed during testing were most likely introduced during use. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis associated with con412366 revealed that the controller was not in use during the reported event date and was likely the patient's back up controller. Log file analysis associated with con412380 revealed three (3) electrical fault alarms since 15-oct-2022 and multiple reactivation events were logged within the analyzed period due to an overcurrent condition in the rear stator resulting in the pump running on a single stator (front-stator only). Moreover, con412380 's log files then revealed 35 high watt alarms were recorded since (B)(6) 2022. The high watt alarms were indicative of the increased power consumption associated with the pump running on a single stator. In addition, a low flow alarm was logged on (B)(6) 2022 at 17:07:38. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the observed driveline sheath repair degradation may be attributed to factors such as normal wear over time or improper handling. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or at the site where the driveline was c ut. The most likely root cause of the reported electrical fault and high watt alarms can be attributed to a short circuit within the driveline cable, likely due to wire damage. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(6) UDI #:(B)(4) d9: yes, return date: 24-oct-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 19-jun-2020 h5: no h6: patient ime code(s): e2402 h6: imf code(s): f1203, f08, f1905 h6: img code(s): g04034, g04020 h6: FDA device code(s): a1801 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c070603 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(6)UDI #: (B)(4) d9: yes, return date: 24-oct-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 19-jun-2020 h5: no h6: patient ime code(s): e2402 h6: imf code(s): f1203, f08, f1905 h6: img code(s): g04034 h6: FDA device code(s): a1801 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-aug-2022 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 24-oct-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 19-aug-2021 h5: no h6: patient ime code(s): e2402 h6: imf code(s): f1203, f08, f1905 h6: img code(s): g02002 h6: FDA device code(s): a08 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.